Event description:
Customer reported the insulin pump being damaged by smoke and covered with wax after his house caught on fire. Customer also stated the insulin pump could not turn on. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. Replacement infusion sets, reservoir, and a belt clip were also shipped to the customer. The customer's reported blood glucose value was 74 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.